Event description:
A consumer implanted for complex regional pain syndrome type ii reported seeing the end of service (eos) message a couple of months ago, and was unable to turn the implant on. The consumer then stated ¿I thought this thing was supposed to last for nine years,¿ to which it was reviewed with the consumer they had the device for nine years with an implant date of (B)(6) 2007, but the consumer was still upset the implant had already reached eos. It was recommended to the consumer to follow-up with their healthcare provider (hcp) to discuss replacement. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.